Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure on a duodenal ulcer with clot performed on (B)(6) 2012. According to the complainant, after the resolution clip device was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. The clip assembly separated after opening and closing the device once again, but a "small piece of clip broke" off in the patient's colon. The piece was allowed to flush out naturally. No patient complications resulted from this event.

Manufacturer narrative:
Investigation results" visual examination noted that the clip assembly was mashed onto the bushing. It was also noted that the slider cover and cross pin were detached. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule. According to the complainant, the clip was difficult to release from the catheter. However, the investigation found the clip mashed onto the bushing and not able to be deployed. Based on the condition of the returned device, the reported failure could not be confirmed. The complaint was not confirmed as the clip could not be released from the catheter. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure on a duodenal ulcer with clot performed on (B)(6) 2012. According to the complainant, after the resolution clip device was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. The clip assembly separated after opening and closing the device once again, but a "small piece of clip broke" off in the patient's colon. The piece was allowed to flush out naturally. No patient complications resulted from this event.

Manufacturer narrative:
(B)(6). (B)(4) for the reported event of clip difficult to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.